Manufacturer narrative:
Although requested,device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an unspecified medication (500ml) was programmed at a rate 28ml/hr. The device programmed and observed by several nurses, however 3 hrs. Later the device was alarming and found the bag emptied. The rn noticed that the device was still programmed for 28ml/hr. With 403.1ml remaining. The customer stated that there was "no harm or were user error with a notation of sensitive tubing.¿ although requested, no further details were provided by the customer for this event.